Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unable to be implanted on (B)(6) 2025 due to an inability to engage the set screw. The patient was stable.

Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed by analysis. Final analysis did not find any anomalies.